Event description:
The reporter stated the nurse attending the patient reported that the zero transducer site connector broke off the device. The bedside alarm alerted her to the event. The nurse was preparing to recalibrate the level of the drain but reports that she did nothing that might cause this. In a call made to obtain additional info the neuroscience clinical nurse specialist stated that there was a concern that this malfunction may lead to an erroneous high intercranial pressure reading which may lead to unnecessary medical intervention. She added that this event did not affect the pt's medical condition.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.